Event description:
It was reported the patient's blood glucose rose above 300 mg/dl. The pod was worn for between 4 and 24 hours. As treatment, an injection was administered and a new pod was applied.

Manufacturer narrative:
The device generated an 0x40 alarm, indicating that the device deactivated due to a drive stall. No timeouts were observed in the pod data. The rotational sensor was observed to fail to transition to an open at the end of the data along with a dip in pulse widths. The drive mechanism was inspected and no damages or defects were found. The dip in pulse widths along with the failure to transition to an open allow a drive stall to be confirmed. A drive stall directly affects the delivery of insulin and the failure to detent can be confirmed as the cause of the reported events. The cause of the failure to detent could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The device generated an 0x40 alarm, indicating that the device deactivated due to a drive stall. No timeouts were observed in the pod data. The rotational sensor was observed to fail to transition to an open at the end of the data along with a dip in pulse widths. The drive mechanism was inspected and no damages or defects were found. The dip in pulse widths along with the failure to transition to an open allow a drive stall to be confirmed. A drive stall directly affects the delivery of insulin and the failure to detent can be confirmed as the cause of the reported events. The cause of the failure to detent could not be determined.